Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has to change the set out frequently and had a high blood glucose at the time. Customer went through a whole box of sets in about a week. Customer stated that the issue started happening about 2 weeks ago. Customer stated that it happened during normal use. Customer would change both out and it would work find for about 1 hour or 2. Customer stated that the insulin okay. Customer reported that the alarm was resolved by a complete set change. Customer stated that the set is currently working at this time.